Event description:
It was reported that an administration set for blood and blood components ¿was leaking at the distal end.¿ this occurred during a blood transfusion and resulted in blood leaking onto the bed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was discarded by the customer and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.